Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash underneath her breasts. During a follow-up the patient reported that the rash was still there. The patient's nurse recommended that the patient clean the affected area with soap and water. The patient ended use of the device.